Event description:
The customer's family member called and stated that pt had been getting low glucose readings of 10 or less. They performed a control test and found a decimal point in the results. The customer did not change anything based on the reading. Customer service explained that the meter was reading in mmol/l. Customer service assisted the caller in resetting the meter to mg/dl. Customer service helped the caller troubleshoot. The meter was working correctly electronically. Control test results of 105 and 102mg/ld were within 81-119 mg/dl range. A blood test was declined over the phone. Customer service is still going to send replacement meter and customer will send old meter in for evaluation.